Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer septal occluder was sceleted for an implant. During the procedure, the right atrial disc seemed cobra-like. Device was removed from the patient prior to release from the delivery cable and replaced with a 24mm amplatzer septal occluder that completed the procedure. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment. Additionally, photo and video were received from the field and it appeared to show the device deformity. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.